Event description:
Per the clinic, the patient experienced a swelling over the receiver/stimulator unit. Treatment with antibiotics in (B)(6) 2013 (specific date not reported) was unsuccessful. The fluid of the swollen area was extracted during a surgical procedure on (B)(6) 2013 and it was found to be seroma. Healing process of the wound will be observed.

Manufacturer narrative:
(B)(4) implanted device remains.